Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of this 25mm aortic bioprosthetic valve, it was reported that echocardiography showed a "substantial" paravalvular leak near the posterior strut of the valve. The surgeon felt this was unsatisfactory and the valve was partially taken down and inspected. During the inspection, the surgeon discovered an area where the suture had torn through the patient's annulus. In an attempt to visualize this area, one of the valve leaflets was incidentally damaged. The valve was explanted and replaced with a 25mm non-medtronic bioprosthetic valve. No additional adverse patient effects were reported.